Event description:
It was reported that during a lap cholecysectomy procedure, the device locked out on an unknown firing. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
Clip. Evaluation summary: the analysis results found that the el5ml device was returned in good visual condition. The instrument was cycled, fed and formed 5 clips conforming and 2 malformed clips, due to bypass issues and two clips with gap. In addition, the orange indicator did not showed up after the device locked out. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.